Manufacturer narrative:
(B)(4). Medical product: unknown articular surface, cat#: unknown lot#: unknown, unknown femoral component, cat#: unknown lot#: unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04959, 0001822565-2017-04960, 0001822565-2017-04961. Product location unknown.

Event description:
It was reported that the patient had a revision surgery to address an infection and constant pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.